Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 543 mg/dl, 251 mg/dl, and 177 mg/dl. Customer washed his hands between the readings of 543 mg/dl and 251 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.